Event description:
It was reported that the user experienced hypoglycemia while using the ilet after the system corrected a prior high glucose, which appeared to overcorrect and led to a nadir of 53 mg/dl before glucose began trending upward. Symptoms included fatigue and low energy. Outcomes included successful self-treatment with oral carbohydrates including peanut butter crackers, glucose tablets, and juice, with glucose rising to 97 mg/dl and trending up by the end of the interaction. Investigation included customer care troubleshooting and education focused on meal announcement timing after recovery from hypoglycemia. Investigation of this case revealed a likely device-driven overcorrection and possible maladaptation following a high-glucose correction, consistent with hypoglycemia without external precipitating factors reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.